Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been previously serviced for the reported condition. The field corrective action number has been provided in section h9. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed, not duplicated, and was found to be due to the air base being too high. The air in line printed circuit board was recalibrated and verified to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).